Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons have to be pushed more than once to activate. The customer's blood glucose level was unknown. The customer stated that the battery compartment had damage on casing and makes it difficult to put in new battery. The device will not be returned for the analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted. (B)(4).